Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt's device was explanted due to an infection at the device site. The pt eventually passed away from many other complications. Additional info was requested.